Manufacturer narrative:
According to the facility, a caregiver reported skin issues while using product, including breakouts and irritation on the buttocks and scrotum that progressed to blisters and open areas. The client was reported to be incontinent of bowel and bladder and was using soap and water with wipes for cleansing. Barrier products and prescription creams were also reported to be in use, though it was unclear which products were applied and whether they were used concurrently. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was requested for evaluation. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, a caregiver reported skin issues while using product, including breakouts and irritation on the buttocks and scrotum that progressed to blisters and open areas. The client was reported to be incontinent of bowel and bladder and was using soap and water with wipes for cleansing. Barrier products and prescription creams were also reported to be in use, though it was unclear which products were applied and whether they were used concurrently.